Event description:
It was reported that the pump battery was unresponsive resulting in the pump shutting off. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.